Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using an amulet¿ steerable delivery sheath. During device deployment, physician noticed air in the device loader traveling toward the touhy away from the patient. The physician confirmed with transesophageal echocardiogram (tee) imager that no air was seen. The patient was not impacted and the procedure was completed successfully. The patient was reported discharged.

Manufacturer narrative:
An event of air/gas noted in the delivery system during procedure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the operational difficulties may have contributed to the reported event of air/gas in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a amulet¿ steerable delivery sheath. During device deployment, physician noticed air in the device loader traveling toward the touhy away from the patient. The physician confirmed with transesophageal echocardiogram (tee) imager that no air was seen. The patient was not impacted and the procedure was completed successfully. The patient was reported discharged.